Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 427 mg/dl after there was an unspecified malfunction with the patient's personal diabetes manager. Symptoms reported include nausea, vomiting and dehydration the patient was monitored, rehydrated and treated with insulin; patient was also prescribed anti-nausea medication as needed for vomiting. The patient was discharged from the ER the same day.